Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report an issue with the infusion set, which resulted in a high blood glucose (bg) of 389 mg/dl. The event involved product(s) mmt-1780kl,mmt-397a,mmt-332a. The customer has type 1 diabetes and managed the high bg with a manual injection. The high bg has persisted for more than four hours. Troubleshooting was performed and the customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time. The customer also reported physical damage to the pump a crack on the case at the battery tube side but it is not currently affecting pump functionality. The customer was advised to disconnect from the pump, discontinue use, and revert to their backup plan as per their healthcare provider¿s instructions. Instructions were provided on how to put the pump in storage mode. No further patient complications were reported. Mmt-1780kl,mmt-397a,mmt-332a were not expected to return.